Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: investigation of the returned pfna-ii blade cannot confirm what was reported .the blade shows signs of use but the functionality is perfect as we were able to lock the blade as part of our investigations. The device history record was researched and manufacturing and inspection records indicated no problems with the lot number, which was manufactured in january 2014. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a trochanteric fracture of femur. The blade was implanted accordance with the guideline. When the surgeon tried to pull the impactor out a little before locking, the impactor was dropped. Then the surgeon was unable to lock the blade. The surgeon then decided to extract the blade in question and use another blade which was 90mm in length instead. The surgery was extended for five minutes. There is no adverse consequence to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.